Manufacturer narrative:
The detector panel and command processor were returned to the manufacturer for evaluation. Testing found that the unit could not complete initialization when installed on a known operational imaging system. The command processor of the known operational was installed and the imaging system readied. Indicating the command processor led to the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the paxscan processor was not booting up electrically. Representative replaced detector and paxscan and reported that there was no connection between paxscan and ias. Paxscan was upgraded and the x-ray was not possible due to failure of communication between detector and paxscan as no ip address provided to paxscan. Reinstalling the ip from paxscan and aligning detector resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was stuck at boot up, not clearing the x-ray self test bar. There was no patient present at the time of the issue.